Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
While using a byte day aligners. Patient reported, a discolored, chipped and broken tooth. Requested additional information for these issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.